Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction recurred, and they acknowledged this guidance.